Event description:
During the procedure the physician observed that the coating was peeled off of the shaft of the medtronic mustang coronary guide wire. During the evaluation of the returned device it was determined that the coating of the guide wire had been peeled or scraped off. No pt complications or injuries. The peeled coating occurred during the procedure. It has been determined that peeled detached coating material may embolize and therefore cause an adverse event if it were to recur.